Event description:
This rv lead was implanted on (B)(6) 2009 and was explanted on (B)(6) 2012 due to infection. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).